Event description:
I was implanted with the essure device and developed an allergic reaction to the nickel. Excruciating pain in my abdomen, had to have a complete hysterectomy losing everything. My life will never be the same due to your wonderful product that has harmed a lot of women.